Manufacturer narrative:
Device investigations did not reveal any device defect or problem. This finding was expected, because according to the recipient report, the device was explanted due to a migration of the active electrode out of cochlea. In addition, damage to the active electrode caused by device minute mobility was observed. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
An explanted device was received at hq. Per device explantation report the recipient had been a non-user since implantation and the electrode migrated from the cochlea. The recipient was explanted on (B)(6)2023. No new device was implanted. The electrode array migrated out of the cochlea in september, and the patient requested explantation since the user was a non-user anyway. The migration of the electrode array was ultimately the cause for the explantation surgery.

Event description:
An explanted device was received at hq. Per device explantation report the recipient had been a non-user since implantation and the electrode was additionally extracted from cochlea. The device did not contribute to the explantation. The recipient was explanted on (B)(6) 2023. No new device was implanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.